Event description:
It was reported that the patient felt fatigue and symptoms from pacemaker syndrome. The patient and physician were unhappy that the device only lasted 32 months and it exhibited early battery depletion. The device was explanted and was replaced. It was also reported that the left ventricular (lv) lead dislodged. The lead was turned off. An explant of the lead was planned, but during the revision procedure, the lead was unable to be removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead 2011 (B)(6); 694758 implantable tachy lead 2011 (B)(6); (B)(4) implantable cardioverter defibrillator 2011 (B)(6). (B)(4).